Event description:
Five deltaplush cerecyte microcoils were reported to become very difficult to advance once they were about half way up sl10 microcatheter, and the coils were found to be damaged during analysis. There was no serious injury reported.

Manufacturer narrative:
(B)(6). Complaint conclusion: the proximal end of the marker band was found to be bent, and the coil tip was buckled. Proximal, but adjacent to the resistive heating coil section, the device positioning unit (dpu was also buckled. The proximal end of the coil was stretched and buckled. The coil¿s socket ring had been pushed down inside the outer sheath. The distal section of the coil was undamaged. The proximal end of the dpu and the coil were severely damaged and buckled in multiple sections. The evidence suggests that distal interference most likely contributed to the coil¿s advancement difficulty inside the microcatheter. The source of this interference cannot be determined. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions were taken.